Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that a remote transmission notification showed an episode of oversensing of what appeared to be electromagnetic interference on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.